Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a blank display. The customer¿s blood glucose was 169 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is not advancing. Customer also reported that the insulin pump display went blank while troubleshooting for button error. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump monitored for several days and no blank display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. However, compromised forced sensor alarm during prime test at 4 pounds due to moisture damage force sensor resistor . Pump received with moisture damage on the motor and electronic assembly. Pump unable to perform the displacement test due to broken reservoir tube lip and missing reservoir tube o-ring. Pump received with cracked case at the display window corner, cracked battery tube threads, missing end cap sticker and minor scratched lcd window.